Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who received fentanyl (unknown concentration and dose) in an implantable pump for non-malignant pain and failed back surgery syndrome. It was stated very little fentanyl was coming through (since 2015) and the patient recently had an MRI and CT scan ((B)(6) 2016). The imaging as done for pain all over; including ribs and chest. The pump "shut off" and the patient experienced withdrawals since (B)(6) 2016; a lot of pain, shaking, and very nervous. The pump had been alarming since the MRI on (B)(6) 2016. The patient had just called her healthcare provider (hcp) office for more medication, but the nurse told her they could not give her any more medication to help with the symptoms until the patient was seen. The patient had an upcoming appointment, but could not wait that long. The patient wanted to get a hold of the manufacturer representative to check her pump. Additional information was requested from the hcp, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.